Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. The customer's reported problem was verified. During investigation the pump was inspected, and functional testing performed, which confirmed that the rod was unable to load into the infusion. Further investigation of the pump found that the downstream occlusion sensor was defective and the root cause of the issue. According to the investigation, the downstream occlusion sensor will be replaced to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
It was reported that the device was in use with patient for infusion and the patient received the "blockage detected" error alarm and could not advance the push rod. No adverse effects to patient reported.